Manufacturer narrative:
The customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A customer reported that there was no irrigation during two cataract procedures. The product was replaced and the procedures were completed without consequences to the patients. No sample or product information available.